Manufacturer narrative:
Evaluation confirmed that the product was mislabeled and a recall was initiated as a result.

Event description:
It was reported that the doctor trialed for a left medial c base plate during a partial knee replacement procedure in late 2008. During attempted insertion of the implant component, surgeon noticed the implant orientation was incorrect. An alternate component was opened and used to complete the procedure.